Manufacturer narrative:
It was reported that in or 2, the chromophore f628 dome cover came loose and is need of replacement. A stryker field service technician (sfst) was dispatched to the account to investigate the issue. During the service visit, the sfst found that the blue center of the dome cover had fallen. The sfst then proceeded to replace the damaged dome cover and the issue was resolved. There was no patient involvement, injury or adverse event reported. The root cause of this issue has been identified and was investigated under (B)(4).

Event description:
It was reported in or 2 a f628 light head dome came loose. There was no reported patient involvement or adverse event.